Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on site and confirmed the reported problem. Troubleshooting actions showed only two patients were left. S.m.a.r.t. Date was checked and there was no obvious error found. The field service engineer (fse) recreated the image store and returned the system to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable.

Event description:
It was reported to philips that the system could not do exposures and the interface prompted image disk full. The device was in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.